Event description:
I missed my period and had a bunch of pregnancy symptoms, so I took a pregnancy test friday which came back positive was excited needles to say I regret this essure so much. Well I woke up sunday late morning w/ pain in my stomach and had spotting. My husband called my ob this morning and they had me go in for blood work, which we also asked the nurse if they were having many people w/ problems; she looked at me like I was completely retarded or making this all up and said no you're the only one I've heard of, they finally called me back and said everything was negative, it was probably an old test. I had only had the test for may be a month not long. But she hasn't heard of anyone having problems from the essure or thats what she told me.